Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during preparation of an amplatz extra-stiff support wire guide to be used to assist with drainage, the wire unraveled. Protrusion of the inner wire was also observed 3cm from the tip, and kinking of the wire was noted. The device did not make patient contact. Another device from the same lot was used to complete the procedure. No additional procedures or interventions were required due to the occurrence. No adverse effects were reported due to the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that shipping/handling contributed to this incident. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during preparation of an amplatz extra-stiff support wire guide to be used to assist with drainage, the wire unraveled. Protrusion of the inner wire was also observed 3cm from the tip, and kinking of the wire was noted. The device did not make patient contact. Another device from the same lot was used to complete the procedure. No additional procedures or interventions were required due to the occurrence. No adverse effects were reported due to the alleged malfunction.